Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the adjustment value in board unit is out of the standard, there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image and the adjustment value in board unit is out of the standard. There was no patient involvement.